Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the advancement of the delivery system through the esheath, damage to the esheath was noted via x-ray. The medical team decided not to implant the valve and attempted to remove the devices, but safe removal was not possible. Difficulties were encountered during withdrawal, and the delivery system came out of the esheath. Upon removal of the devices as a single unit, it was observed that the esheath liner was punctured. Despite some bleeding, it was not massive and no blood transfusion was needed. A second valve was then attempted, and the procedure was successful. The patient remained stable. As per the preliminary evaluation of the returned devices, the liner puncture was confirmed and in addition it was observed a liner strand and sheath shaft damage. The valve, it was observed to have one bent strut.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: crimped valve had 1 strut bent outwards at the inflow side. The valve was expanded and the bent strut was corrected. The valve frame was canted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on the evaluation of returned device. A review of the DHR, lot history , did not provide any indication that a manufact uring non-conformance contributed to the complaint event. A review of IFU/tra ining materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the advancement of the delivery system through the esheath, damage to the esheath was noted via x-ray. The medical team decided not to implant the valve and attempted to remove the devices, but safe removal was not possible. Difficulties were encountered during withdrawal, and the delivery system came out of the esheath. Upon removal of the devices as a single unit, it was observed that the esheath liner was punctured''. Per evaluation of the returned device, there was one bent strut at the inflow side of the crimped valve. In addition, esheath+ liner was torn and a liner strand was observed, indicating that a strut caught into the torn liner could have caused the reported bent strut. Although no unusual resistance was reported, it is possible that manipulation was applied on the device, which may create further interaction between the crimped valve and sheath's liner and shaft lumen components, contributing to the reported damage on the valve. As such, available information suggests that procedural factors (device manipulation) likely contributed to the reported event. However, due to insufficient information, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. Therefore, no further corrective or preventative action is required . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.